Event description:
I went to the chiropractor where he used an electro stim unit on me. The pads were applied to back of my neck, low back, and left side of my back. He turned it on, told me to relax, and left the room. After a period of time, my heart rate sped up, I became sweaty, and felt panicked. I ripped off the pads and waited for him to return while taking deeps breaths to help me calm down. When he came back in, I told him what had happened and he told me it was ok, I didn't have to receive the treatment if I didn't want to. Then, he proceeded with the adjustment. He asked me it I had ever had an adjustment before and I told him, yes plenty of times at another office. I asked him if there were any other pts who experienced this affect from the unit and he said no. For the next three days, I could feel my heart rate speeding up and slowing down with periods of panic. I went to my pcp and she listened to my heart. She said it sounded like it was speeding up and slowing down, so she did an EKG. One printout was normal and another was abnormal. She sent me to the emergency room. The emergency room did an EKG and said that I had just moved before during the EKG at my pcp's office. They said it was normal. They ran a series of blood tests and everything came back normal, so they diagnosed me with panic attacks. I never had them before and "it" the symptoms started during the treatment. I am still getting these symptoms regularly, but with less intensity. I am currently on a king of hearts monitor to rule out arrhythmia as well.